Event description:
The account alleged the bed has no nurse call from either side rail. No injury reported.

Manufacturer narrative:
The account has replaced the communication cable but the issue remains. No further info is available on the repair of the bed at this time.